Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after lap hiatal hernia surgery, the tissue pad completely detached. It is unknown how the procedure was completed. There was no delay to procedure and there was no consequence to the patient.